Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 7/8/2015. The fse found the tubing was disconnected from port 8 of the blood sampling valve (bsv). The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from the probe of the coulter lh 750 hematology analyzer while running patient samples. The volume of the leak was about 4 ounces and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
Upon revision of the filed MDR the device date of manufacture was changed from 11/01/2003 to 03/01/2009.